Event description:
It was reported that the programmer's stylus would not align with the display cursor and was unable to be calibrated. The stylus was replaced but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer's stylus would not align with the display cursor. It was indicated that the connection from the overlay to the printed circuit board (pcb) required reseating. It was also indicated that the power bay door was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.